Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
While moving the mavig carriage that carries the upper body radiation shield and light, the operator suffered a muscle (tricep) strain.

Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, customer service reports, and system history). The involved costumer service engineer (cse) checked the system, the affected component mavig carriage (type: portegra 2) and the room height (2900mm). This mavig portegra 2 carries the upper body radiation shield and light. Based on mavig carriage installation manual, the installed marvig component was done according to this document. The mavig installation manual is referenced in the siemens installation manual for the x-ray protection. No part was exchanged. There are no reports of the issue recurring. There is no indication for a system malfunction and no systematic error was found. The system was fully functional and works as specified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. No corrective action is necessary. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.